Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. Also, the reported impact to the head might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. The problems given in the recipient report appear to match the damage found. Other mechanical damages are attributable to the removal surgery. This is a final report.

Event description:
The user's hearing performance with the device was affected due to a head trauma. The user has been re-implanted with a new device.

Event description:
The user's hearing performance with the device is affected after a head trauma occurred. Re-implantation is scheduled for (B)(6) 2024.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.